Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher guard had bent. No adverse events were reported with this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: date of report, lot#, concomitant medical products, initial reporter name and address, initial reporter health professional, initial reporter occupation, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On may 24, 2018, it was reported that the skin graft mesher guard had bent. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(4) two times as documented in the repair reports in livelink. The last repair was march 13, 2018 where it was reported that the device had a bent guard and the roller, worn bushings, worn side plates, and damaged comb were replaced. This is not a related issue. Product review of the skin graft mesher on june 18, 2018 revealed that the comb was bent on the ratchet side of the comb and the shoulder bolts were damaged. The pretest could not be performed due to the damaged parts. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 18, 2018 which included replacement of the damaged comb and damaged shoulder bolts. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the comb was bent on the ratchet side of the comb. While during product review it was noted that the comb was damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.